Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned and the reported mechanical issues of inability to establish final arm angle (faa) and the lock lever were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine conclusive causes for the mechanical issues of inability to establish faa and the lock lever. The returned device analysis was unable to replicate the inability to establish faa or the lock lever issue, and identified no issues with the device. It is possible that there were procedural interactions (e.g. Unintended curves or tension placed on the device by the user) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the failure to establish final arm angle. It was reported that during clip delivery system (cds) preparation, and while establishing final arm angle, the clip was unlocked, the arm positioner was turned in the open direction, and clip arms inverted. Following, the clip was not able to be locked as the lock lever was not able to move. Another device was used in replacement. There was no patient involvement. There was no additional information provided regarding this device issue.